Event description:
It was intended to use a 3.00 x 30 mm endeavor resolute rx drug eluting stent to treat a calcified lesion in the lcx. Angiography showed 90 % stenosis in the p-m and 75% stenosis in the distal of the vessel. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. On removal of the device from the patient, it was noted that the stent was deformed. The physician discontinued the procedure. No patient complications are reported. Evaluation summary there were two kinks located on the delivery system, these were on the hypotube, at 35.5 and 66cm distal to the strain relief. The stent was positioned distally off the balloon. The distal tip of the device had no evidence of damage. The 10th to 17th proximal segments were bunched, overlapping with stretched struts. There were crimp impressions evident on the balloon working length. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: (stent deformation), (stenosis, calcification).